Manufacturer narrative:
Hologic technical support (ts) reviewed the logs which did not show any hardware issues. Manchester product quality assessed the issue: labquality informed of issues with hologic panther sars-cov-2 assay in 2020, and since then they have put a statement in their catalogue "samples not suitable with hologic panther sars-cov-2." The positive swab sample contain human fibroblasts cells and sars-cov-2 whole genome cdna desiccated on a swab. Labquality had decided to not open a separate scheme for one particular assay since they only have a small number of clients using the hologic system. They have discussed this problem with the sample manufacturer and worked on finding a solution. Ts provided product quality information to customer and recommended they follow the labquality catalogue recommendation until a change in the sample matrix is established. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer that they had one proficiency sample from labquality that did not meet the expected result when it was tested with the sars-cov-2 tma assay on panther instrument (B)(4). The sample tested negative when the expected result using the pcr assay was positive. All their three other non-hologic platforms nimbus, starlet and tan bead (seegene) detected correctly this positive sample. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results beings reported to patients.